Manufacturer narrative:
A ge representative evaluated the system and was unable to reproduce the reported problem. System operates as intended.

Event description:
It was reported that the system would not boot up. No pt injury was reported.